Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the correct serial number for the iabp associated with this complaint. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed low vacuum, while in use on a patient. It was also reported that the patient was not tachycardic at the time. The iabp was labeled and taken to the biomed. Department. No patient harm or serious injury was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed low vacuum, while in use on a patient. It was also reported that the patient was not tachycardic at the time. The iabp was labeled and taken to the biomed. Department. No patient harm or serious injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the facility has traded in the cs300 iabp unit and it has been destroyed. No information was provided as to whether evaluation was performed on the unit prior to destruction.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) repeatedly alarmed low vacuum, while in use on a patient. It was also reported that the patient was not tachycardic at the time. The iabp was labeled and taken to the biomed. Department. No patient harm or serious injury was reported.